Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed, de novo, moderately calcified lesion in the non tortuous, concentric, mid left anterior descending coronary artery. The 2.75x8 mm nc trek rx balloon dilatation catheter (bdc) was attempted to pre-dilate the lesion but was not successful due to slipping. The bdc was dilated 5 times at 12 atmospheres (atm) and each time it slipped into either the proximal or distal side of the lesion. A non-abbott bdc was then used to pre-dilate the lesion and a drug eluting stent (des) was deployed. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported complaint appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.